Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level was between 200-500 mg/dl and it was addressed by attempting to deliver a bolus. During the system check with tandem technical support for the most recent occlusion alarm, it was determined that the site should be changed. Reportedly, for one of the occlusion alarms, when the customer switched from the infusion set contact detach to inset, the occlusions stopped. It was confirmed that the customer had a backup method of insulin delivery available.